Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total lap hysterectomy, the surgeon was using the device with a polysorb suture to close the cuff. While finishing up the closure, the needle broke off and was not found. An x-ray was done and the needle was found on x-ray. The patient was not reopened to remove it. The device will not be returned because it was disposed of after the case.